Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, an error message was displayed temporarily at the user facility. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed a e315 error code. The error code was displayed when the device was turned on after being taken out to clean prior to a diagnostic colonoscopy procedure. Another scope was used to complete the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the e315 error code was not evident. The instrument was visually inspected externally for damage that could be attributed to the customer allegation. No abnormalities or associated damage was identified. The plug body was dismantled and the moisture indicators had been triggered evidencing fluid ingress within the plug body. Fluid ingress contaminated the internal components of the plug body. The inner moisture indicator had also been activated due to fluid ingress in the plug body. Evaluation was unable to confirm how the fluid entered the instrument. This event is under investigation. A supplemental report will be submitted upon receiving additional information.